Event description:
Pt called lfs in 2/2002, alleging their meter was inaccurately erratic and pt was "taken to emergency room". Per cust. Serv. Rep., the following was documented: customer had symptoms of "shaking, sweating, blurred vision, dizziness". "The reading customer received did not coincide with how pt felt." "So pt had to go to the emergency room". "Discovered pt had a reading of 300+ when the ft said they had readings of 170+". "Put customer on insulin at the hospital".